Event description:
The manufacturer received information alleging a ventilator's internal battery was not working. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, "service required" codes were observed in the ventilator's downloaded error log. The device's internal battery was replaced to address the issues. A "service required" code related to the power management board was observed. The device's power management board was replaced to address the issue.